Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: 2.1.0, ubd: , UDI#: h3 - evaluation of the returned software logs confirmed the event. Logs captured "free memory fractions passed below warning levels. Fraction of free ram, shm, gpu = 0.0571466, 0.523612, 0.536996". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that when editing a 3d model during registration for a cranial procedure (specifically after clicking auto-refine) the system displayed a "warning, low system memory" error and prevented the user from moving forward with using the model. Troubleshooting was performed. The local representative (cc) was able to get the model to work by using different images, specifically non-mpr images. It was noted that one mpr image did work: axial orientation. The probable cause o the issue was noted to be that mpr images did not follow imaging protocols and/or contained excess data which the system was not able to handle. It was indicated that a patient was present, as well as that no patient was present. This is con tradicting information. 2024-jan-12 interface update (rep): additional information was received. The type of procedure was a cyst removal. There was less than an hour delay in surgery. There was no impact on patient outcome. The event occurred while registering the patient.